Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, pain, increased sensitivity, inflammation, mobility, immune system weak after corona vaccination.